Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 250 mg/dl and 62 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer refused to return the meter and strips. Replacement was sent. Customer reportedly received the following results on the aviva system within 10 minutes: 260 mg/dl and 45 mg/dl. Customer obtained a reading of 260 mg/dl and took an unknown dosage of novolog insulin. Customer then stated he felt symptoms of hypoglycemia (weakness) and obtained a reading of 45 mg/dl. Customer drank orange juice to treat his symptoms and felt better. No adverse event reported. Requested return of suspect device and strips; however, customer refused to return the meter and strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.